Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented into the emergency department with a vibratory alert. Upon device interrogation, the right ventricular exhibited high and out of range pacing lead impedance. Physician suspected lead fracture. The lead was capped and replaced on (B)(6) 2019. The physician did not observe any problems with the lead and did not see any obvious issues on the exposed part of the lead during procedure. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically along with the lead revision procedure. No adverse patient effects reported. Patient was discharged. Related manufacturer reference number: 2017865-2019-13359.